Event description:
Additional information received indicated the right atrial lead was capped and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with complaints of dyspnea due to pacemaker mediated tachycardia (pmt). The device was reprogrammed in an attempt to resolve the event, however, the patient continued to experience episodes of dyspnea. Further investigation revealed noise on the right atrial (ra) lead. The physician suspected that the patient's symptoms could be related to the ra lead noise. The device was reprogrammed for a second time and the patient was in stable condition. Related manufacture report number: 2017865-2020-07947.